Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.